Event description:
It was reported that during the implantation of an elevate anterior graft, moderate bladder perforation from the "left arm trocar" occurred. Sutures were placed "to reapproximate the detrusor tissue to ensure no urine extravasation," and a foley catheter was placed for 3-5 days to allow for bladder healing. The event was considered resolved/recovered with no sequelae as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).